Event description:
The patient had placement of a right v-p shunt recently for normo-pressure hydrocephalus, status post chiari decompression in 2005. The patient continued to get worse, not better. His shunt was re-programmed 3 times, and the patient continued to have pain. The surgeon's preoperative diagnosis was "shunt infection and malfunction." The patient then underwent removal of the shunt in its entirety approx 1 month after placement. The proximal and distal ends of the shunt were cut and sent to microbiology for gram stain and culture and sensitivity. A 3 ml of cerebrospinal fluid (csf) was then collected and also sent to microbiology for gram stain and culture and sensitivity. The results were negative for growth after 5 days.